Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts to the top and bottom of the silastic cover. The antenna appeared to have bent wires. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed bent wires in antenna. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device and electrode migration. A CT scan confirmed the device migration and the electrode migration. The recipient is presenting with pain with device use. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. The recipient's activation was successful. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.